Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cerebral infarction. After a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced a cerebral infarction. A cerebral infarction site was identified the day after the procedure on a magnetic resonance imaging (MRI) scan. The infarction was noted to be mild, and the patient did not exhibit any symptoms. The event is ongoing. The device is not expected to be returned for analysis due to disposal.